Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR. Stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube had broken 231mm distal of the strain relief and multiple kinks on the hypotube shaft were noted. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that the stent was unable to cross the lesion. Vascular access was obtained via the radial artery. The de novo, 28x3.5mm target lesion was located in the left anterior descending artery (lad). During a percutaneous transluminal coronary angioplasty (ptca), while treating a patient with coronary artery disease (cad), the physician advanced a 3.5 28mm promus element stent delivery system and was unable to cross the lesion. The device was successfully removed and the procedure was completed with another device. No patient complications were reported and the patient's status was stable. Device analysis revealed the shaft was broken.